Event description:
It was reported that 2 60 in non-dehp microbore extension set were blocked during use. The following was reported by the initial reporter: "it was reported that 2 sets of IV tubing were unable to be primed with fluid. Verbatim: "bd: reporting product concern with IV tubing that is unable to be primed. -xxxxxxxxxxxxxx xxxxxxx: can you confirm if you have any saved product or packaging related to this safety concern? -xxxxxxxxxxx. Site: (B)(6) date: (B)(6) 2020 event no:(B)(6) location: sdt nicu time: 7 am harm: no harm reporter: rn bd maxguard extension set (microbore) from bd lot #20075370 expires 7/2/2025 mand #me2020 mmis #462129 2 IV tubing sets unable to be primed with fluid, same lot # this tubing is unable to be primed with fluid prior to use. There have been 2 reported incidencies in 1 day, both with the same lot #'s. Nicu has packaging. "

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that 2 sets of IV tubing were unable to be primed with fluid. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 20075370 was performed. There was 1 quality notification issued regarding a flow test failure for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20075370 regarding item #me2020. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 60 in non-dehp microbore extension set were blocked during use. The following was reported by the initial reporter: "it was reported that 2 sets of IV tubing were unable to be primed with fluid. Verbatim: "bd: reporting product concern with IV tubing that is unable to be primed. Can you confirm if you have any saved product or packaging related to this safety concern? Site: (B)(6). Date: (B)(6) 2020. Event no: (B)(6). Location: sdt nicu. Time: 7 am. Harm: no harm. Reporter: rn. Bd maxguard extension set (microbore) from bd lot #20075370, expires 7/2/2025, (B)(4). 2 IV tubing sets unable to be primed with fluid, same lot #. This tubing is unable to be primed with fluid prior to use. There have been 2 reported incidencies in 1 day, both with the same lot #'s. Nicu has packaging."